Event description:
It was reported that a shaft break occurred. An agent dcb mr 2.75 x 15mm was selected for treatment of the 55% stenosed, moderately calcified, and mildly tortuous target lesion which was located in the left anterior descending artery (lad). During the procedure, when the physician was attempting to cross the lesion with the agent device, they found they were unable to do so. The shaft of the device then became kinked while attempting to cross the target lesion. Because of the kink, the physician decided to remove the agent device. During removal, the distal shaft of the device broke. The device was completely removed from the patient, and another similar device was then used to successfully complete the procedure. There were no patient complications.